Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a 7.0/x15mm herculink elite stent was to be used to treat the left external iliac with heavy calcification. However, prior to reaching the target lesion, resistance was felt due to the heavy calcification and the stent dislodged in the anatomy. The dislodged stent was snared and the procedure was completed with an omnilink stent. There were no adverse patent effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent unexpected medical intervention (removal of foreign body) appears to be related to circumstances of the procedure. Factors that can contribute to difficult to advance/position include, but are not limited to, guiding catheter lumen obstructions, kinks, bends, procedural technique (devices not properly supported or coaxially aligned), anatomical conditions, or interaction with other devices. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. In this case, it is possible that the device may have interacted with the heavily calcified lesion during advancement, as resistance was noted, causing the reported difficult to advance, ultimately contributing to the reported stent dislodgement; however, this cannot be confirmed. The dislodged stent was snared, and the procedure was completed with an omnilink stent. There were no adverse patent effects and no clinically significant delay during the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.